Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse found a hole in the peristolic tubing in the bath 3 fill pump. The fse replaced the pump. Root cause for the leak is attributed to the hole in the peristolic tubing. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report that the coulter lh 750 hematology analyzer was leaking stain / buffer mixture from bath 3. The leak was confined to the drip tray. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, eye glasses, and gloves at the time of the incident. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no impact to patient samples. There was no death, injury or change to patient treatment attributed or associated with this complaint.